Event description:
Customer called on (B)(6) 2014 to say her switch quit working. She continued to use it and now called and stated the switch was flickering, it sparked, and sent a shock through her body.

Manufacturer narrative:
Despite proving a pre-paid return service label, the product in question has not been returned as the date of this report.